Event description:
It was reported the lead was attempted but not used as the physician was not able to extend the helix and fixate the lead to the heart. Attempts to place the lead resulted in high and variable impedances and poor sensing values. A new lead was used. No patient complications were reported as a result of this event.

Event description:
It was reported the lead was attempted, but not used as the physician was not able to extend the helix and fixate the lead to the heart. Attempts to place the lead resulted in high and variable impedances and poor sensing values. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Corrected initial reporter title. Evaluation summary: (B)(4) helix was disengaged from helical channel and tip seal observation, with blood noted on distal conductor and helix mechanism; the analyst noted that the helix will not extend due to being over-retracted; full lead was returned for analysis.